Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements and failure to capture on the left ventricular channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.